Manufacturer narrative:
(B)(4). Concomitant medical products: 00630506240, liner standard 3.5 mm offset 40 mm, 60799915 00620006222, shell porous with cluster holes 62 mm, 60750711 65771100900, femoral stem 12/14 neck taper, 60738932. Customer has indicated that the product will not be returned to zimmer biomet for investigation. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Product location unknown.

Event description:
It was reported that the patient underwent a revision procedure approximately nine years post-implantation due to alt (adverse local tissue reaction) secondary to tribocorrosion. Operative report noted substantial amount of fluid was present. There was some necrotic tissue around the upper portion of the femoral component. There was corrosion build up at the base of the head as well as the inside of the head and on the surface of the femoral neck. Attempts to obtain additional information have been made; however, no more is available.

Manufacturer narrative:
(B)(4). This follow-up report is being submitted to relay additional information. Reported event was confirmed by review of the provided op notes. Revision operative notes states the patient was revised due to adverse local tissue reaction secondary to tribocorrosion. Necrosis of the posterior part of the gluteus medius observed with substantial amount of fluid present. DHR was reviewed and no discrepancies were found. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. Report 0002648920-2018-00241-1 was reported at mar 6, 2018. This date was reported incorrectly as it should be jun 7, 2018.